Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument had a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing in particular was noticed. No surgical task was being performed when the issue occurred as the instrument was not responding before the dissection; the instrument did not collide with any other instrument or tool during the procedure, it ID not have any issues related to opening/closing of the grips, related to left/right (yaw) motion of the grips, nor related to up/down (pitch) motion of the wrist, also no cable was visibly protruding from the distal end of the instrument.